Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2018, 429888 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation and phrenic nerve stimulation from the right atrial (ra) lead. The lead was reprogrammed and then turned off. No further patient complications have been reported as a result of this event.